Event description:
Complainant alleged that staff members were attempting to cardiovert a male pt in his sixties. When the staff pressed the synch button, the unit's monitor screen went blank. The staff obtained another unit (MFR unknown) and converted the pt's rhythm. There was no adverse effect on the pt.